Event description:
No additional information

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one used infusion adapter and injector was provided to our quality team for investigation. Through initial evaluation, it is noted the membrane of the adapter and injector has a glossy appearance, which may be silicone. There was no damage or other defects observed on the product to indicate if or why a leakage may have occurred. Functional testing was performed, liquid was passed through the system and no evidence of a leak was observed. Leakage testing was performed, penetrating the adapter membrane ten times with the returned injector. In all cases the product functioned as intended and no leakage was observed. The membranes where disconnected for further evaluation and verified there was no excess of silicone, which can give the membrane a glossier appearance and be mistaken for drug leakage. A device history review was performed for infusion adapter lot 2407502, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage and pressure testing is performed for all lots during manufacturing to ensure the quality of the membrane. Results were reviewed for adapter lot 2407502, and all results were found to be acceptable. Three retained samples of the reported lot were used for additional evaluation. The membranes were punctured up to ten times, in all cases the product functioned as intended and no leakages occurred. The performance of the sealing membrane is reduced after multiple perforations and extended activation time, the membranes are designed to be punctured up to ten times. Based on the sample evaluation and quality team's investigation, we cannot identify a root cause related to our process at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
In pharmacy during preparing a cytostatic dose (sandoxan), they found a drop of liguid in the adapters membrane (after drug was inserted to IV-bag). No harm to patient or hcp (they saw the drop and avoided contact to that). Leakage from adapters membrane (cytostatics). During use.